Event description:
Procedure: laparoscopic proctocolectomy. Reportedly, the instrument misfired, there were no staples on the ileoanal pouch. The surgeon hand sewed the anastomosis and performed a temporary ileostomy.